Event description:
The device (part number: cev634-1a) was returned to (B)(4) service and repair.

Manufacturer narrative:
(B)(6). The device does not coagulate, insulation was damage. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's (B)(4). This review was conducted to resolve several issues discovered in the (B)(4) complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. CAPA (B)(4) was opened to address these issues. (B)(4).